Event description:
Customer reported that the probe on the ortho provue analyzer dripped fluid.

Manufacturer narrative:
Customer reported that the ortho provue analyzer probe dripped fluid following qc and prior to a/b/d type testing of donor samples. An ocd field engineer (fe) arrived on site to evaluate the analyzer. The fe reported that tubing from the dilution cup to the fluidics system was leaking. The fe repaired the tubing and returned the analyzer to expected operation. Erroneous results were not reported as a result of this incident. Carry over and / or cross contamination was not reported as a result of this incident. The customer reported that the analyzer did not post a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Malfunction of the analyzer could not be ruled out as a contributing factor to this incident. This customer has not logged any complaints against this analyzer since the repair.